Event description:
It was reported that this pacemaker was part of system revision due to pocket infection. The patient was treated with intravenous antibiotics. No additional adverse patient effects were reported. This pacemaker was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.